Event description:
Upon starting to use, the generator started making a weird noise and was stuck in open position. New device opened and had no issues. Reported & returned to hologic. Manufacturer response for myosure lite, (brand not provided) (per site reporter), issued rga#.